Event description:
Reporter stated that a patient sample (type not provided) was measured, using the suspect device, with a result of "hi" (> 600 mg/dl). Five minutes later, the same patient's blood glucose was reportedly retaken, with the suspect device, with a result of 184 mg/dl. Additionally, reporter noted that a lab value (sample type not provided), obtained from the same patient, 10 minutes after the original test, measured 144 mg/dl. Reporter did not indicate if patient was treated based the values obtained on the suspect device. Additionally, no information was provided about prior quality control testing. No product was returned to the manufacturer for evaluation.